Event description:
It was reported that interrogation prior to the generator change procedure showed that the right atrial (ra) lead exhibited low pacing impedance. The ra lead was capped and replaced on (B)(6) 2022. No patient consequences reported.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Additional information received notes that there was also insulation damage noted on the atrial lead.